Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left anterior descending artery. A 2.75x28mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, while entering the lesion, the stent was stuck. Upon removal, a deformity in the proximal part of the stent was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: promus element plus mr ous 2.75 x 28mm stent delivery system was returned for analysis. A visual examination of the crimped stent revealed damage. Proximal struts 1-3 were lifted and bent back in a distal direction. The remainder of the stent was undamaged. The outer diameter of the undamaged crimped stent was measured using a lasermike and the result was within the maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and there were no issues noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left anterior descending artery. A 2.75x28mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, while entering the lesion, the stent was stuck. Upon removal, a deformity in the proximal part of the stent was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.